Manufacturer narrative:
The pneumatics module was received. And a visual assessment of the returned sample revealed, no obvious nonconformity. The returned pneumatics module was installed into a calibrated ophthalmic operating system hot bed. And the issue was replicated. Further evaluation found a nonconforming vitrectomy valve cable. The root cause of the reported event can be attributed to the nonconforming component vitrectomy valve cable in the pneumatic module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.10, h.3, h.6 and h.10. The company service representative examined the system and found the reported issue to be intermittent. The nonconforming pneumatics module was replaced to resolve the issue. The system was then tested and met all product specifications. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming pneumatics module. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic operating system cutter unit stopped cutting completely. There was no report of any patient impact. Additional information has been requested. Additional information received confirmed that no system message was displayed during this reported event. An alternate operating console was obtained in order to complete the procedure in the patient's right eye. It was confirmed that there was no harm to the patient.